Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not recognize that the drawer was open and continued to prompt the user to open the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) observed that the customer had to triple click to open auxiliary drawer 4. The system was powered down, and the drawer was removed to replace the position sensor on the legacy full height drawer. The system functioned as intended after the field service engineer repaired the device.